Manufacturer narrative:
Based on further investigation, it was found that this complaint is a continuation of the issue which was reported in MFR. Report #: 2031642-2021-00688. This report (MFR report number 2031642-2021-04119) is being redacted, and a supplemental report for MFR. Report #: 2031642-2021-00688 will be submitted for new information received.

Manufacturer narrative:
Date of report: 17jun2021. There was no patient involvement.

Event description:
It was reported the ventilator has check vent: proximal pressure sensor auto zero failed. There was no patient involvement.